Event description:
Subsequent to the initial medwatch report, return device analysis revealed that the balloon catheter was returned with blood in the balloon and inflation lumen, with no contrast visible. The balloon was loosely folded. Additional reported information indicates that the dilatation catheter was advanced to the target lesion and an attempt was made to inflate the balloon. The balloon did not inflate; therefore, the device was removed from the anatomy. The device was flushed in an effort to locate the leak. A new dilatation catheter was used in the procedure successfully.

Event description:
It was reported that during preparation (flushing) of a 2.00x20 otw mini trek dilatation catheter, a hole was noted in the balloon. The device was not used and there was no patient involvement. A new same device was prepped and used successfully. There was no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). An analysis of the returned device confirmed the torn balloon. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot for this deficiency. Potential contributing factors that may result in tears in the balloon material include but are not limited to damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity, or insufficient preparation prior to use. Based on the available information for this lot, there is no evidence to suggest that there is a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.